Manufacturer narrative:
Visual inspection of the returned urchin evo heart positioner showed no outward signs of damage. Investigation: performance testing indicated that the device functioned as intended. Conclusion: complaint cannot be confirmed. The adverse event was due to a customer mix-up involving the suction line from the urchin evo heart positioner. This resulted in suction close to 500 mm/hg causing damage to the patient's epicardium. Note: PMA / 510(k) #: urchin evo (hp3500) is class I exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer reported an inadvertent mix-up involving the suction line from the urchin evo heart positioner (suction on the urchin was close to 500 mm/hg). This resulted in tears in the patient's epicardium. The product was used to complete the case. Repair was done during this original surgery. Patient status is recovering and additional procedures for stents and tavr are planned. Additional information provided: original case scheduled was CABG x 4 with avr. Surgeon only completed lima to lad.